Event description:
Hcp reported device was implanted to infuse morphine 10 mg/ml simple continuous. Three episodes of withdrawal and overdose occurred. Overdose symptoms included itching, nausea, vomiting, and unconsciousness. Saline was instilled in pump and the patient was given oral morphine. The patient is fine with a new pump and had their last refill. The catheter was replaced as well.